Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment and pd therapy were discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (on an unknown date). At the time of this report, the patient has recovered from the event (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.